Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ IV catheter drug leaked from the connector and the catheter adapter. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated visually and through simulated use testing and the customer¿s indicated failure mode for leaking at connection with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.